Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the device was found to have reached end of service earlier than expected. The device continued to provide pacing support. The device was explanted and replaced.